Event description:
It was reported that the foley catheter had a main problem has been that the balloons are either popping before they are fully inflated (lot#ngjw3336), (lot#ngjx6416) or they are deflating after insertion, and the catheter is sliding out (lot#ngjw3336), (lot#ngjx6416). There has also been an instance of when the balloon was deflated to replace the catheter, the liquid that was withdrawn to deflate was yellow instead of clear (lot#ngjw3336), (lot#ngjx6416). We have had approximately 8-10 packs that we have had an issue with.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.